Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat urinary incontinence with urethral hypermobility. The patient underwent the concurrent procedure of dilation and curettage with thermal balloon ablation of uterus. It was reported that following insertion the patient experienced pain, urinary problems, bleeding and dyspareunia. No additional information was provided.(B)(4).

Manufacturer narrative:
.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent anterior and posterior colporrhaphy on (B)(6) 2014 by dr. (B)(6) md due to symptomatic cystocele and rectocele at (B)(6) healthcare system.

Event description:
Details: it was reported that the patient underwent anterior and posterior colporrhaphy on (B)(6) 2014 by dr. (B)(6) md due to symptomatic cystocele and rectocele at (B)(6) healthcare system.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced scarring.